Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)2024, it was reported that patient faced infusion set leak from site, therefore patient had changed the infusion set. The infusion set was in use for two days. No further information available